Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were multiple episodes of noise on the right ventricular (rv) lead which resulted in pacing inhibition. The patient experienced bradycardia due to the pacing inhibition however there were no serious adverse consequences. The lead was explanted and replaced and the patient was stable following the procedure.